Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5505 and the ventilator stopped working during the ventilation of a patient, all gas lines failed o2. The patient was bagged and then moved to another venitlator.

Manufacturer narrative:
Logfiles were not provided for analysis. Logfiles were requested from the customer; however, no response has been received to date. A motherboard replacement was provided, and the reported issue has been resolved. In the absence of additional information, hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5505 and the ventilator stopped working during the ventilation of a patient, all gas lines failed o2. The patient was bagged and then moved to another venitlator. No harm was reported. Currently, the event is under investigation to verify the reported allegations.